Event description:
Received info the pt was diagnosed with a hematoma of the inferior abdominal wall. A CT scan without contrast was done and a hematoma inferior to the pump was observed. No pt symptoms were reported. The pump was used to administer dilaudid and bupivacaine. Surgery to remove the hematoma and revise the pump pocket was performed. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).